Event description:
It was reported that the customer was take to the emergency room by an ambulance and subsequently hospitalized due to an elevated blood glucose (bg) level of 451 mg/dl and a high ketone level. At the hospital it was confirmed that customer's bg reached 540 mg/dl. The event was suspected to be caused by an unknown alarm on the insulin pump, as described by the user's wife, who mentioned they received warnings that sounded like occlusion alarm, but it could not be confirmed. Prior to being hospitalized, the customer changed the pump supplies and delivered a correction bolus in attempt to resolve the high bg. The customer received IV fluids, saline, and insulin treatment, which resolved the issue while in the hospital. The user was released from the hospital on (B)(6) 2025 with no permanent damage reported. It could not be confirmed if the customer reverted to an alternate method of insulin therapy or continued using the pump for insulin therapy. No additional information was provided. A follow up attempt was made by technical support to obtain additional information; however, a response from the customer was not received.